Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, approximately 8.81 years since initial implant, this female patient with bmi 36.8 underwent a right side tka and was implanted with an exactech uhmwpe insert, serial # (B)(4). On (B)(6) 2021, the patient underwent revision due to aseptic loosening. No additional information is available or forthcoming.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone and patient-related conditions, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, tibial loosening, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.